Event description:
It was reported that the patient's ipg was inoperable following an unrelated procedure. Reportedly, the ipg was not put into surgery mode prior to the procedure. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Corrected data: h6 codes. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.